Event description:
The customer reported a "failed auto op check" error accompanied by a red x in the ready-for-use indicator (rfu) and user lockout. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.